Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare professional (hcp) via a manufacturer¿s representative regarding a patient who was receiving dilaudid at a concentration of ¿5 mg¿ and an unknown dose via an implantable pump for an unknown indication for use. It was reported on (B)(6) 2017 that the patient had an exposed pump in the pocket as the ¿battery¿ was exposed through the pocket and with evidence of infection. No environmental/external/patient factors that may have led or contributed to the issue or diagnostics/troubleshooting performed were reported. Surgical intervention occurred to resolve the issue as the system was completely explanted. It was indicated that the device system would not be returned as it was discarded by the customer. The issue was resolved at the time of the report and the patient status was ¿alive ¿ no injury¿ (note that the report that the patient status was without injury is conflicting with the other reported information that there was an infection and the system was explanted).